Manufacturer narrative:
Reference medwatch 2032227-2014-33985 for additional information. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 452 mg/dl. The customer received no delivery alarms and she experienced high blood glucose levels after the insulin pump delivered insulin. She treated her blood glucose level with her insulin pump. The customer had high ketones. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.